Manufacturer narrative:
The cause of the hole in the mesh could not be definitively determined but was likely caused by user error. The surgical technique was not followed as no force dissipation method was used during the process of filling the mesh with bone graft.

Event description:
As reported by the surgeon: the patient underwent a two-level interbody fusion with placement of two optimesh devices with bone graft on (B)(6) 2020 without incident. The patient complained of pain and a CT scan showed bone graft in the central canal and exiting foramen. The surgeon opted to reoperate on (B)(6) 2020. During the reoperation the bone graft was easily removed with suction and the optimesh device was easily removed from the disc space with a pituitary rongeur. The surgeon noted a small hole in the mesh at the junction of the neck and the body. Another optimesh device was implanted and then filled with bone graft and the reoperation was completed as intended and without patient consequence. The surgeon reported on (B)(6) 2020 that the patient's symptoms caused by the graft in the canal were gone and the patient was doing well.